Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Technical support specialist troubleshot this issue with the customer over the phone. The customer was advised to replace the inspiratory pcb and psol assembly.